Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was experiencing under-sensing on the atrial channel. Programming changes were made. The patient was stable.